Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was taken to the cardiac catheterization lab where the impella was placed for shock state and hemodynamic support. It was reported the patient had received no sedation and had no pupillary reflex, gag, or cough. It was reported after the patient was transferred to the intensive care unit, that the patient was incredibly sick and was experiencing impella site complications with bleeding. The neptune device was removed to examine for source of the bleed, and it was determined the blue suture hub was advanced too far into skin tract. Multiple manipulations of the catheter angle and manual pressure were attempted but provided minimal results. 90 mg protamine was given and staff instructed to lessen mean arterial pressure goal to help bleed. A femstop was placed which helped slow the bleeding, and the blue suture hub was repositioned to the appropriate insertion depth. New neptune devices were reapplied and the bleeding appeared to be controlled. The decision was made by the patient's family to withdraw care. It is noted the the patient expired while on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.